Manufacturer narrative:
Internal file number - (B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, date of implant: estimated dates. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the omnilink elite 35 10.0 mm stent delivery system (sds) may have difficulties advancing through and being removed from 6f introducer sheaths. No additional information was provided.